Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(6) to (B)(4) for evaluation. A follow up report will be provided when the results of the evaluation become available.

Event description:
(B)(4).